Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used for wound closure. During the procedure, when the doctor needed to suture the patient's body tissue, the doctor found that the needle was blunt, with a 1mm missing needle tip that could not penetrate the tissue and cannot be sutured. The doctor replaced the needle in a timely manner and used a c-arm fluoroscopy during the surgery to observe that there was no residue inside the patient's body. There were no adverse patient consequences. No additional information was provided.